Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's spouse reported via phone call that the customer was hospitalized with high blood glucose over 600 mg/dl. Customer was wearing the insulin pump at the time of emergency room visit. Customer was still in the intensive care unit. She was treated with fluids, insulin drip and potassium. The customer did not receive any error alarms prior to the hospitalization. The alarm history did not show any alarms that would affect insulin delivery. The insulin pump passed the displacement test and selftest.